Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2017, an enlarging abdominal aortic aneurysm was identified. On (B)(6) 2017, a reintervention was performed whereby an aortic extender component was implanted to treat a suspected type I endoleak.